Event description:
A 23 khz excel nosecone was reported to have stopped working during a procedure. The unit was replaced with another nosecone of the same lot number which increased the surgery time to 10-15 mins. The issue was resolved and there were no further problems. The pt did not incur an injury as a result of this event.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.